Event description:
The customer reported that a falsely elevated sodium (na) result was obtained on a patient sample on a dimension exl with lm integrated chemistry system. The erroneous result was not reported to the physician(s). The sample was repeated on the original instrument and on an alternate dimension exl with lm integrated chemistry system. The repeat results recovered lower than the erroneous result and were considered correct. The repeat result from the original instrument was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated na result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely elevated sodium (na) result was obtained on a patient sample on a dimension exl with lm integrated chemistry system. Quality control (qc) was within range on the day of the event. Siemens reviewed the instrument data and determined that the air and liquid values of standard a (std a) and standard b (std b) were within the normal range, calibration was acceptable on the day of the event, and there were no issues with sample integrity or low volume. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse checked the tubings and connections, replaced the tubing for std a as it was leaking at the bag, std a reagent, integrated multisensor technology (imt) port as it was not draining properly, x seal in the rotary valve, and imt sensor. Next, the cse adjusted alignments for the sample probe and ran a dilution check, system check, and qc, which passed. Later, the cse ran a patient comparison, which matched between the instruments. Siemens evaluated the event and determined that the multiple hardware parts, which affected the flow issue, potentially contributed to the falsely elevated na result. The instrument is performing according to specifications. No further evaluation of this device is required.